Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following up with the site, reported that the site was using the universal drill guide and tap. The site informed the medtronic representative that on the final spin to confirm screw placement, the surgeon confirmed the inaccuracy. On 12-mar-2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. The medtronic representative reported the site successfully completed another case after this event, with no issues. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure the surgeon alleged the navigation system was 1-2 millimeters inaccurate. The surgeon completed the procedure with the use of the navigation system. There was no known impact on patient outcome.